Manufacturer narrative:
Evaluation: the device in question was returned in an opened and used condition. Investigation revealed that 7cm of coils and 7cm of inner lining had pulled out of the ID of the sheath. We are aware that this may occur and action has been taken in an effort to prevent a recurrence.

Event description:
During a coronary angiogram, the product was difficult to insert. When it was pulled out post procedure, the wire was detached and sticking out of the pt.